Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage) issue. It was alleged that the battery cap was unable to be tightened, the yellow o-ring was visible, the battery compartment was cracked, and there was intermittent power. There was no indication that the product caused or contributed to an adverse event. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 30-aug-2018 with the following findings: review of the black box data did not reveal any records of power on reset. On examination, the battery compartment was cracked. The returned battery cap had stripped threads and was not able to fit properly to the pump to maintain electrical connection; with the returned cap in place the power issue was duplicated. A test battery cap was able to fit properly to the pump and maintain electrical connection for the duration of a 12 hours exercise without any loss of power. There was no damage, defect or contamination of the pump¿s interior components. Investigation duplicated the complaint.